Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No rewind anomaly or motor error alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during rewind. Troubleshooting for motor error was performed. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the drive support cap was not damaged and that the insulin pump was not exposed to high magnetic fields. It was reported that the customer was unable to exit the rewind screen. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.